Event description:
It was reported that a patient experienced peritonitis coincident with dianeal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). Action taken with dianeal and extraneal therapies were not reported. The patient experienced peritonitis. The cause of peritonitis and treatment were not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified/